Event description:
Customer reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin administration. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.